Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected refractive outcome. The target refraction was -2.44d. The surgeon exchanged the iol two weeks following the initial iol implantation with the same lens model, but one and a half diopters less power.

Manufacturer narrative:
The lens was returned wrapped in gauze material. Fibers from the material are observed on the lens dried in solution. No lens damage was observed. The lens was cleaned with lphse to further assess. Light scuff marks were observed. This light cosmetic imperfection would meet release criteria if present during manufacturing. A lens bench evaluation was conducted with acceptable results for the lens model and diopter. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products are unknown. It cannot be verified if qualified products were used. The product investigation could not identify a root cause for the complaint. A lens bench evaluation was conducted and the lens optical focal length and resolution were acceptable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).